Event description:
Surgeon was using the 20g extrusion cannula in the anterior chamber of the eye. It was noted that the silicone tip from the extrusion cannula had come off and was in the anterior chamber against the iris. Md removed the cannula and the silicone tip in its entirety. No harm was done to the eye. The cannula and silicone tip were passed off sterile field after being cleansed with sterile h2o.